Event description:
Hospital reported the hinge pin was missing from the blunt nose grasper insert assembly. They did not know if it came of during the procedure. The pin was not found, and may have been left in the patient.